Event description:
While investigating a (B)(6) female pt's monitor for an unrelated issue, a reportable problem was discovered. The front response button was not working on the pt's monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor's front response button was not functioning. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.